Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. The 3.00x28mm xience v stent system referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat de novo lesion in the mid right coronary artery (mrca) with mild calcification and mild tortuosity. The 3.00x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was observed. A 3.00x28mm xience v stent was implanted to treat the dissection but, another dissection was observed. A 3.00x15mm xience v stent was implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.